Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The carefusion field engineer evaluated the device at the facility and replaced the affected hardware. The field engineer performed operational verification per the product service manual and return the device to the customer. The suspect hardware/component from the customer was sent to carefusion's failure analysis lab for final component/hardware evaluation. Upon completion of the evaluation, a supplemental report will be submitted.

Event description:
The customer reported on startup power the avea ventilator displays a "circuit occlusion" alarm. The customer tried calibrating the transducers but calibrations failed. No reported patient involvement associated with this complaint by the customer.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The gde was received in a condition which made analysis impossible due to damage. This reported issue will be internally investigated within carefusion.